Event description:
Kangaroo pump malfunctioned. Pump unexpectedly stopped working and the bag was changed. The new bag would not prime. Changed bag again, but second new bag would not prime. The rotor turned, but would not prime tubing. Machine exchanged for new one. No harm to patient.